Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their stimulation therapy is not helping them "what so ever" since implant; they further said when they have to go, they have no time to get to the bathroom. They said their ins has been "reinstalled" previously, but they don't remember when or why. Patient reported having a botox injection in their bladder shortly after they were implanted (patient said about seven months ago). They also had a CT scan of their abdomen in (B)(6) 2018 because they were having "extreme pains in their abdomen" since about three weeks ago for a couple of days; they were bloated and very tender in their abdomen area. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) for additional work on their symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.